Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device was repaired improperly that the following failures were found: fillister head screw (60023556) was not tightened, spring for fillister head screw (50138894) had too little preload, lock ¿ring (50147971) was loose and motor contacts were not siliconized. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device control unit did not function and also stopped intermittently. It was further determined that the device failed the following pre-tests: function I test, check trigger and ecu (electric control unit) function and function test forward and reverse. It was reported in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.